Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to receiver does not power on. Case opened for interior inspection was performed and failed due to moisture damage found. Pictures were taken. The log was not downloaded due to unit does not power on after charging. Confirmation of the allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.